Event description:
It was reported that the catheter was difficult to remove through a 7fr sheath after an av fistula declot & stent case. This required removal & replacement of both items as a single unit & replacement of both. The 2nd catheter completed the case, but got wedged inside the introducer upon removal, requiring both to be removed together.